Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had a head bleed while at another hospital. Support was withdrawn and the pt expired.

Manufacturer narrative:
The pt expired. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.